Event description:
A customer reported that their freestyle meter displayed an error 4 message. The customer's meter was returned and the memory overwrite malfunction confirmed on 15 jan 07. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.